Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. The line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. System logs from the time of the event are unavailable, therefore, investigation into the reported event could not be conducted and the functionality of the twiist aid system could not be verified. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 23-jun-2026 and forwarded to millyard advanced medical products, llc on the same day. It was reported that at approximately 13:00 on (B)(6) 2026, the user received a line blocked alarm, which was resolved within a few minutes. At approximately 14:00, the user's glucose began to rise. The user performed a cassette change and resumed delivery; however, by 17:00 on (B)(6) 2026, the user's continuous glucose monitor displayed a reading of "high" (>400 mg/dl). The user was ultimately hospitalized that night due to the hyperglycemia. The user remains ongoing on their twiist pump.